Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site telephone: (B)(6). Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) replaced the tidal volume disk (0202-00-0142), and the drive manifold assembly (0104-00-0031). The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limitation initial reporter full name: (B)(6).

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit had a drive manifold leak test fail. There was no patient involvement reported.